Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has not been returned by the customer for evaluation. Once the device is received by coopersurgical inc. The investigation will be completed and a follow-up report will be filed. (B)(4). On 02/01/2016. Investigation. Initiated manufacturer's investigation. No sample returned. Review DHR. Inspect returned samples. Inspect stock product. Analysis and findings: the reported event is acknowledged, but noted that the device was being used outside its recommended power range (30-35 watts) as indicated by the IFU (p/n 04001). Proceeding as indicated in the reported complaint text, the power was lowered to 35 watts which is the max limit. Based on the limited anecdotal information, the definitive root cause of failure for the additional fisher cone devices is considered indeterminable based on several factors. The first is that the actual generator output was not measured and not verified, the possibility of the power output actually being above the recommended range is still a factor to consider, another is the manner of use if not in line with the IFU instruction, and lastly the type of tissue (dense/cancerous) in which the procedure was being used may have led to the reported failures of the proceeding devices. A review of the lot DHR did not reveal any abnormality. Correction and/or corrective action: corrective action is not applicable at this time due to the absence of the affected sample and lack of objective evidence to support the complaint claim. Per bsr-qar-026, this complaint will be monitored for trending in that no injury was reported to end user or patient.

Event description:
"Three biopsy cones, p/n: 900-150; lot 151713 and 173443, broke during a procedure. One wire broke at a setting of 60, the setting was then lowered to 35 which is when the two additional cones broke. One of the cones wires broke directly in the middle, no pieces were missing. However the other two wires, broke into pieces and were then retrieved from the patient. She said they matched up the wires and are confident that all pieces were found. She is unaware of which lot broke from which setting." (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has not been returned by the customer for evaluation. Once the device is received by coopersurgical inc. The investigation will be completed and a follow-up report will be filed. Ref e-complaint: (B)(4).

Event description:
The "3 biopsy cones, p/n: 900-150; lot 151713 and 173443, broke during a procedure. One wire broke at a setting of 60, the setting was then lowered to 35 which is when the two additional cones broke. One of the cones wires broke directly in the middle, no pieces were missing. However the other two wires, broke into pieces and were then retrieved from the patient. She said they matched up the wires and are confident that all pieces were found. She is unaware of which lot broke from which setting." Ref e-complaint: (B)(4).